Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample provided by your facility. The returned used unit did not display any adverse characteristics that would contribute to the defect your facility experienced. The defect described in the incident report could not be confirmed or replicated with the returned used unit. A device history record review showed no non-conformance's associated with this issue during the production of this batch. It is unknown how/when the actuator was removed from the assembly. Investigation conclusion: DHR findings: a total of (B)(4) units were manufactured on autoguard line 10 starting on nov 10, 2016 through nov 11, 2016. All challenges were successful and no quality related findings were discovered. Set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test passed per specification. The unit did not reveal any physical/mechanical damage and the threads of the adapter did not reveal damage. The actuator was manually put back into the adapter and connected a lab provided syringe into the assembly, the connection was successful, the actuator was pushed through the septum confirming the slit was present. Note: visual observations on the photos (trackwise) did not reveal any physical-mechanical damage/defects other than the actuator out of the assembly. The unit received for investigation and testing met manufacturing specifications. There was no physical or mechanical evidence confirming or supporting manufacturing process related issues and no defects could be observed. Bd product could not be confirmed with the evaluation performed in the unit. Bd was unable to reproduce the customer¿s experience in the laboratory environment. Root cause description: the returned used unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated with the returned used unit. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues and no defects could be found. It is unknown how/when the actuator was removed from the assembly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the actuator was missing from a 24 g x .75 in. Bd insyte¿ autoguard¿ bc shielded IV catheter before use. No injury or medical intervention.